Event description:
The affiliate reported: when the surgeon tried to change the output level of the device from 30 to 35, it jumped to 70. A gradual change in the output level was impossible. There was no surgical delay or adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Supplier evaluation revealed: we were able to duplicate customers complaint. Unit displayed "06" error code when performing coag output power test. Further investigation revealed that the controller bd, cn201 network capacitor was defective. Unit requires updates (sw on controller and audio & hw on audio board). Note: updates addresses the rapid increase/decrease of the power settings. Fix: replaced worn rf output jacks. Replaced defective cn201 network capacitor on controller bd. Updated (sw on controller and audio & hw on audio board). Retested unit. Unit passed on final acceptance test. It displayed "06" error code when performing coag output power test. Further investigation revealed that the controller bd, cn201 network capacitor was defective. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Additional information stated: 8/21/2014 affiliate provided additional information. As explained also, we confirmed that the event description of this complaint refers to "error code 06".

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.